Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the catheter body separated during use. The catheter was inserted into the right brachial on (B)(6) 2015. On (B)(6) 2015 it was necessary to remove the catheter. Due to traction by the patient, the catheter broke at the juncture hub. The catheter was removed but not replaced. There was not another attempt at the procedure. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
Qn#(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions include techniques for catheter use and maintenance. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one separated piece of a catheter which included the juncture hub, the extension line and the luer hub. The catheter body was broken inside the clear juncture hub approx. 1 mm from the edge. Microscopic examination revealed that the edge was jagged and rough. The condition of the body indicated that the catheter was stretched or pulled while caught in traction and then tore off and was separated. A review of manufacturing records did not yield any relevant findings. The provided instructions provides techniques for catheter maintenance. Operational context appeared to cause or contribute to this catheter's damage. No further action will be taken.